Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression.

Event description:
It was reported that the patient had a left-sided pacing system that was abandoned in 2005 at which time a new system was implanted on the right side. The patient has since developed a left pectoral pocket infection and presented for extraction of both systems. After the extraction of the right atrial lead the patient¿s blood pressure precipitously dropped and the patient became pulseless (pulseless electrical activity (pea) arrest). A transesophageal echocardiography (tee) had been in place throughout the case and did not show any pericardial effusion. Cardiopulmonary resuscitation (CPR) was started immediately and after five minutes of CPR the patient¿s chest was opened and the patient was placed on cardiopulmonary bypass. The right ventricular lead remained implanted until it could be removed six days later when the pacing system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.